Event description:
It was reported, the patient experienced an inflammatory mass. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.